Event description:
User facility mandatory medwatch received that stated: "the pt awoke at home in the morning, and noticed the pump tubing was wet near the filter. She called the clinic and was instructed to stop the pump, wash her skin in case she came into contact with the chemotherapy, and to return to the clinic. This is the fourth report we have submitted regarding problems with this tubing leaking. The first three reports were submitted one month ago. The lot # for the previous reports was 571635h. The lot # for this report is 611805h. According to clinic staff, additional incidents have occurred since, but I do not have that info at this time. It seems the issues involve leaking around the filter." Upon further query, the following info was provided that indicated a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent for a duration of 72 hours. During the evening, the delivery was initiated in the hospital and the pt was discharged. The following morning, the pt noted the tubing set was leaking and notified the ambulatory treatment center pharmacy (atc). The pt was instructed to discontinue the therapy and return to the act after cleaning the skin with soap and water and cleaning up the solution that leaked according to the facility's homecare protocol. After the pt returned to the act, the solution container and the tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received.